Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a 255cc mentor memorygel breast implant (right) and a 215cc mentor memorygel breast implant (left) experienced right sided baker grade iii capsular contracture and left sided rupture post procedure. The capsular contracture was accompanied by firmness and the implant sitting higher than the contralateral side. The left side had flattened. As a result, explant is scheduled for (B)(6) 2022. See 1645337-2022-00374 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2022. (B)(4).

Manufacturer narrative:
Additional information was received on april 4, 2024. The left sided device, originally reported to be ruptured, was found intact upon explant. There was capsular contracture, pain, and folding of the left implant. The explant date was clarified to be on (B)(6) 2024. Replacement with mentor gel was performed with explant. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on may 30, 2024. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 24, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).